Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible product codes: product code 1961, product code 1953, product code 1955. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00660. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.

Event description:
It was reported that a patient underwent a tooth extraction on an unknown date. After the tooth was removed the absorbable hemostat was used at the extracted area to stop bleeding and the area was sutured. (B)(6) later, the area of the extracted tooth area was bleeding, so the surgeon placed avitene on the area and performed astriction. (B)(6) later, the patient was stable and was discharged from the hospital. (B)(6) later after hospital discharge, the extracted area had a hematoma. The patient underwent hematoma evacuation. The surgeon placed avitene and sutured the mucosa closely again and placed neoveil and bolheal to cover the surface. (B)(6) after re-hospitalization, the patient was recovering and was discharged from the hospital.